Manufacturer narrative:
Follow-up #1: date of submission 12/7/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/25/2015 with the following findings: during investigation, the pump was returned with no evidence of physical damage on the pump casing. Unrelated to the original complaint, there was moisture observed in the battery compartment and on the battery cap. A leak test passed as no leaks were detected. The pump was opened and there was no moisture found. The battery cap threads were found to be stripped and unable to secure. A test battery cap was able to secure and was used for testing. Additionally, when the pump powered on, the display appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.